Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device prompted "shock advised" for a rhythm clinicians believed was non-shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the data file was returned and evaluated. Review of the ECG data showed that during the analysis period the device returned a shock condition on segments two and three. Both segments returned a shock advised result due to low normalized amplitude, wide complex width and detected number of peaks. Segment one returned a no shock advised result due to consistent morphology of the waveform. Based on our review of the data we have concluded that the analysis program results were correct for the specific analysis in question and that there was no indication of a malfunction with the device. Analysis of reports of this type has not identified an increase in trend.